Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Two patients identified in the article were revised due to recurrent dislocation. The metal shell was revised in both. There has been no further information provided and the patient outcome is unknown.